Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is an off-label usage of the device, on (B)(6) 2025. On 05/27/2025, it was reported that the patient was using their cgm mobile device and the readings were showing low while on bg meter readings showing was 160 mg/dl. The patient uses insulet omnipod5 in modified closed loop. The values reportedly did not change after calibration. The following day, the readings displayed on the mobile device were low while on bg meter readings showing was 140 mg/dl. The cgm was not accepting the calibration. On (B)(6) 2025, the patient experienced severe nausea, shortness of breath, backpains and dehydration, the symptoms for diabetic ketoacidosis (dka). While in the ambulance, the cgm mobile device was showing 243 mgdl and it showed 575 mgdl on the bg. She was put on oxygen and IV drips. She was admitted to the hospital from (B)(6) 2025 and received saline IV drips for hydration, IV insulin and potassium. During the call, she was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.